Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patients entire body was itching due to the spinal cord stimulator (scs) device. The patient underwent a replacement procedure. No further information has been obtained despite good faith efforts.